Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that safe state with low battery occurred. The physician had sent the patient to the hospital. It was noted that they were unable to confirm the information via the pump¿s event logs. Dilaudid was listed in the manufacturer¿s records for the patient¿s pump, however it was reported as having been uncertain what drug was currently in the pump. No medical symptom was reported. The date of the event was noted as having been the ¿last day or two¿ from (B)(6) 2016; the date (B)(6) 2016 is considered an approximate date of event. On (B)(6) 2016, a company representative further reported that the low battery reset and safe state were confirmed via the pump logs. The pump was replaced on (B)(6) 2016. The cause of the issue was unknown. It was also unknown if the pump would be returned to the manufacturer for analysis.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer receiving unknown baclofen, dildudid, and bupivacaine (unknown concentrations and doses) indicating the pump replaced on (B)(6) 2016 failed and the patient wanted to know if the issue occurred before. It was reviewed that pumps could fail. The patient was seen by their primary physician (B)(6) 2016 and it was determined the patient was not getting any medication. It was stated the pump "let loose medicine because it came loose" and delivered the medicine to their stomach. The pump then "all of a sudden" began to ding. At that time the patient could not lift their heap up; thinking it was the flu. It was determined the patient experienced withdrawal; "walking around in withdrawal." The patient "felt like they were going to die or wanted to die from the symptoms." The patient also experienced sweating and "was a mess." The patient began "hearing bells" on (B)(6) 2016 and became "deathly sick/ill " (alleged catheter disconnected and there was a worsening of symptoms at this time).when the pump was refilled in (B)(6) 2016 with 20ml of medication and when the pump was read again, there was 13ml of medication left; alleged 7 ml was delivered into their stomach. It was further stated the pump stopped working within a week after refill. The patient went to the emergency room (ER) on (B)(6) 2016 due to the alarm and symptoms of being "sick as a dog", chills, vomiting, shaking, itching, blood pressure changes, parasthesisas, and altered mental state. The patient was then admitted on (B)(6) 2016. Further information also indicated the pump "stalled 3 weeks prior to replacement and did not recover. " no further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.